Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy was regained following the procedure and the issue is resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with the charger and the scs ipg. A replacement charger sent to the patient did not resolve the issue. Subsequently, the patient's ipg battery depleted. Surgical intervention may be taken to replace the patient's ipg.